Event description:
It was reported that the ventilator did not alarm for low pressure but it did have the low pressure indicator in the display window.

Manufacturer narrative:
Conclusions - testing by the MFR is ongoing.